Event description:
(B)(6) yo male presents for extraction of two (2) cardiac leads due to bacteremia. The physician navigated into the ra using a 16f glidelight laser sheath. The patient's blood pressure dropped immediately. Tee and fluro were performed, no blood noted in the pericardial space. Chest compression's began. The CT surgeon in the o.r, decided not to open the chest. Pt did not survive the procedure.

Manufacturer narrative:
Updated to include device and patient codes.